Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed as the device was not returned for evaluation. Incorrect selection of insert thickness is the most likely root cause for the reported instability in this event. Further information such as x-rays and medical records and examination of the explanted components are needed to complete a full investigation and determine the exact root cause for this event.

Event description:
Removed a size 3 11mm cs insert and placed in a size 3 16mm insert. Rep. Indicated on (B)(6)that the medical reason for the revision surgery was due to instability of the knee, surgeon did not comment as to any other device being responsible for the revision surgery. On (B)(6), rep. Additionally noted the revision took place on the right knee.

Event description:
Removed a size 3 11 mm cs insert and placed in a size 3 16 mm insert. Rep indicated on (B)(6) that the medical reason for the revision surgery was due to instability of the knee, surgeon did not comment as to any other device being responsible for the revision surgery. On (B)(6) rep additionally noted the revision took place on the right knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.